Event description:
It was reported that the patient was receiving a shocking feeling when she was in bed. The patient met with a nurse, impedances looked good, the device was reprogrammed, and the patient was sent home. The patient called the nurse the following day (yesterday) and stated she had shocking during the night and into the morning again. The patient was instructed to turn the device off. The patient called the nurse again today and was complaining of getting shocking in the groin, down the leg, and up through the chest and fingertip. The device was noted to be off. The symptoms occurred following a fall approximately two weeks ago wherein the patient hurt her arm. Subsequent information received reported that the patient was still getting shocking even though the device was turned off. The patient saw her physician this week and he confirmed that the device was off. The patient's daughter stated that the surgeon, doctor, and manufacturer confirmed that if the device was off, the patient should not feel shocking from it. Further information received reported the patient met with the manufacturer representative. The patient indicated the shocking/jolting sensation started in the vaginal/perineal area up to her right arm and into the fingers. When the patient fell, she fell onto her arms not the device and now had a case on her right arm - forearm to hand. The device was on at 0.0 volts because the patient's current physician turned it on yesterday. The patient's previous physician turned the device off two weeks ago post incident. No impedance measurements were taken. The patient wanted the device/system removed and declined any further troubleshooting. Additional information has been requested, but was not available as of the date of this report. If received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot# v272019, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).